Event description:
It was reported that during a unk procedure, some staples were not deployed properly at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/09/2009. Information anticipated, but unavailable at this time.